Event description:
The caller stated that the ett has a leak in the cuff. The leak was isolated to the cuff by using air and saline. The pt was intubated on (B)(6) 2012 and had to be reintubated due to the cuff leak on (B)(6) 2012. The pt received another ett of the same model/size. The caller stated that they had some difficulties during reoxygenation, but the pt is doing ok.